Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit board. They checked the calibration test unit to verify it was in calibration. They also verified that the input data correctly for the calibration. Biomed discussed that this was indicative of a failure with the isolation circuit card. They would order and replace the card locally. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctics sun device was failing calibration for an error 25 (patient temperature 2 high) expected 10.6 actual 7.0. They checked the calibration test unit to verify it was in calibration. They also verified that the input data correctly for the calibration. Biomed discussed that this was indicative of a failure with the isolation circuit card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctics sun device was failing calibration for an error 25 (patient temperature 2 high) expected 10.6 actual 7.0. They checked the calibration test unit to verify it was in calibration. They also verified that the input data correctly for the calibration. Biomed discussed that this was indicative of a failure with the isolation circuit card.